Manufacturer narrative:
Continuation of d10: product ID a820. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient representative indicated that the patient passed away on (B)(6) 2025. The patient had been in the hospital for a month and a half before she passed away because the pump turned over and they could not refill the pump. The patient passed away before they could surgically correct the pump position. The reporter verified that the cause of death was cancer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient receiving dilaudid via an implantable pump. The indications for use was malignant pain. It was reported that the patient stated they have been having technical issues with their equipment 'all weekend' and have been in excruciating pain because they've been unable to bolus. The patient stated patient services was closed for four days, and stated, 'I missed them all (boluses) this weekend,' but it was difficult for the manufacturer's patient services specialist (pss) to determine event and notify dates due to the patient referencing new year eve and day as 'the weekend' despite being in the middle of the week. The patient stated, 'I can't give you all the crazy issues, it maybe would work 1-2 times a day and I would only be able to do it (bolus) 1-2 times and then it would stop connecting or I have another problem.' The patient stated, 'it just locked me out so it's sporadic' and stated, 'a bolus is available and it just spins' and 'it basically just goes to 90% and won't go any farther. If I can get to where it says 90%, then that's a good thing' because the connection will eventually complete. The patient already connected to myptm app and read a 1 hour and 2 minute lockout. When pss inquired event date, the patient stated, 'I've had issues all weekend, the whole holiday, but I wondered if it was resetting because they were saying it can't be reset remotely.' The patient stated they feel the effects of the medicine at 90% when they request a bolus. The patient provided 'bolus dose - hydromorphone .6mg and bupivacaine 1.199mg, daily dose - hydromorphone 6.038mg and bupivacaine 12.077mg.' The patient also provided 'lockout duration 2 hours, bolus duration 3 minutes, bolus restriction window 12/24 hours, boluses per day 12.' The patient then stated they're concerned with handset time and being in a different time zone than ps is affecting their pump time. Per patient's equipment: pump time: (B)(6) 2025 10:23am and local time is 10:22am. While on the call, a family member in the background mentioned that the patient mentioned the pump was flipping on its side and felt like the pump was moving around. When pss asked the patient to clarify and inquired about event date, the patient stated the pump 'just flipped once' and 'it like started to flip and I like flipped it back' and it seemed to flip at night.' Pss redirected the patient to their healthcare provider (hcp) and did not ask further questions due to the patient's difficulty a nswering questions. The patient and their mother were both on the phone and realized the pump flipping could be the cause of the personal therapy manager (ptm) not being able to connect to the pump. The patient stated they did have some edema after the pump was placed, which could be the cause of the flipping as well. The patient was redirected to their hcp. The patient called back the next day and inquired about their lockout time and when they last received a bolus. The patient was able to connect their ptm to the pump and confirmed that they were currently in a lockout and a bolus had been delivered just under 2 hours earlier. The patient repeated information regarding the pump having flipped over, stating that the ptm was working now so they were assuming it's flipped over on the correct side. The patient stated that the first time the pump flipped was after christmas and the second time was around new years. The patient stated that they were on their way to the doctor's office so they could address the issue of the pump flipping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.